Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing connector detached from infusion set (cannula part/base piece). The batch 6001770 in question was manufactured at the reynosa site. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 6001770 have already been previously tested for visual inspection in the (B)(4) on 08/may/2024. The reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. Functional static test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6001770 was manufactured according to the wi version 93 manufactured in the line multivac 10, on 17/jun/2023, with a total of (B)(4) units. The gluing tube lot 3f02417 was manufactured according to the wi version 55 manufactured in the machine spot 05, on 14/jun/2023, with a total of (B)(4) units. The gluing tube lot 3f02666 was manufactured according to the wi version 55 manufactured in the machine spot 06, on 15/jun/2023, with a total of (B)(4) units. The gluing tube lot 3f02408 was manufactured according to the wi version 55 manufactured in the machine spot 06, on 13/jun/2023, with a total of (B)(4) units. The convert tube lot 3f00656 was manufactured according to the wi version 55 manufactured in the machine ft02, on 09/jun/2023, with a total of (B)(4) units. The gluing tube lot 3f00645 was manufactured according to the wi version 09 manufactured in the machine tubo comfort lc01, on 08/jun/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/mar/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6001770 and another 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, other 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.